Event description:
The report indicated that two days into wearing the pod, the customer began experiencing high bg levels. His bg's had escalated to greater than 500 mg/dl; a correction bolus was administered and, three hours later, his bg level measured 492 mg/dl - a second correction bolus was then administered. The customer continued wearing the device throughout the evening into the next day, but in the afternoon he was taken to the emergency room where his bg measured 959 mg/dl. A hospital rn had called "because they were in the process of discontinuing the pod the pt had on." The cannula was reportedly kinked, though there was no indication that the pod had alarmed. It is unk what treatment the customer rec'd while in the hospital or how long he was admitted for. The pod will be returned for evaluation.

Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any damage or manufacturing deficiency was found that would have directly caused or contributed to either insufficient or no insulin delivery. The investigation found two kinks in the cannula; the kinks, however, likely occurred post-use when the device was being returned since the adhesive pad was found to be folded over the extended cannula upon receipt of the pod. No obstruction of the cannula fluid path was found, however, (despite the kinks) - fluid exited the tip of the cannula when the drive mechanism was actuated. No occlusion was detected. An air bubble, however, was found within the pod's insulin reservoir. This typically occurs when air is introduced into the pod during the fill process and is not related to any manufacturing process or product defect. The omnipod user's guide instructs users on proper filling technique and to avoid this condition, as failure to do so may result in unintended/interrupted insulin delivery. Since there is evidence that the pod may not have been properly filled according to user guide instructions, "user error", therefore, is considered to be a potential contributing factor to the customer's high bg levels.